Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis in good condition with a scratched screen. The device was powered up and alarmed ec 1660 which is an issue with processor on the circuit board. The circuit board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed a constant alarm coded 1660. There was no reported injury to the patient.